Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The proportional valve and the three-way solenoid valve were replaced to address the issue. All tests passed.